Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid in the past but no visible in the pump. The customer's blood glucose level was 235mg/dl, but had been as high as 400mg/dl. The customer states there was insulin the reservoir compartment. Troubleshoot was conducted and the pump passed testing. The customer was advised to monitor the device.